Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. It was reported that tinnitus was not one of the reasons for the explant. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing tinnitus that is bothering him with the stimulation. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing tinnitus that is bothering him with the stimulation. The patient will undergo a lead revision.

Event description:
A report was received that the patient was experiencing tinnitus that is bothering him with the stimulation. The patient will undergo a lead revision.